Event description:
It was reported that during implant of the lead it was difficult to retract the helix. Therefore the lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the lead appeared damaged at implant. The analyst noted that the lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 connector was turned an excessive number of times, resulting in distortion of the distal conductor within the connector.